Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery at 3:00 pm. After the delivery of the fetus, the doctor sutured it in two layers with suture. Before suturing, the cutting edge, especially the corners on both sides, was checked for tearing and elongation. The first layer is continuously sutured without penetrating the endometrial layer. The second layer of continuous mattress embedding suture was performed with a needle insertion depth of 2/3 of the cutting edge. When suturing the second layer of tissue, the problem of pulling off suture needle happened, and the uterine wound was still bleeding. The doctor immediately removed the suture, replaced it with a new one, and sutured the patient again. The hemostasis was successful and the surgery went smoothly. No adverse patient consequences were reported. Additional information was requested